Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses and basal rates delivered and recorded properly in the history screens. No delivery anomaly noted.

Event description:
Customer reported that the insulin pump would not deliver a bolus for the past 6 weeks and the blood glucose levels are rising. The blood glucose reading at the time of the call was 122 mg/dl. The insulin pump has been exposed to magnetic fields as the customer goes through airport security checks with x-ray scanners. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.